Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a veterinary case, the small electric drive stopped in the middle of surgery. When the joystick is pressed nothing is happened. The device started the next day. There was no human patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. A review of the device history records was completed: the manufacturing documents were reviewed and no complaint related issues were found. A manufacturing evaluation was completed: based on the service & repair report the internal control module damaged. Module was changed and the repaired machine was sent back to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.